Manufacturer narrative:
Reporter is a j&j sales representative. A product investigation was conducted. Visual inspection: the reduc-forceps toothed ratch-lock l140 (p/n: 399.99, lot number: t198034) was received at us cq. Upon visual inspection, it was observed that one of the jaws of the ratchet had broken off, and broken piece was returned with the complaint device. No other issues were identified for the complaint device. The provided photographs were reviewed and no additional issues were observed. Dimensional inspection: a dimensional inspection was not performed due to the post manufacturing damage of the device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the device was received broken in two pieces. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part number: 399.99, lot number: t198034, manufacturing site: (B)(4), release to warehouse date: 02-apr-2020. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during loan kit inspection it was observed that part of the jaw of the forceps has snapped off. No further information can be obtained. This report is for one (1) reduction forceps with serrated jaw-ratchet 144mm. This is report 1 of 1 for complaint (B)(4).